Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, an unknown second most proximal screw has been found broken at its head upon x-ray. Initially, on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) and has been applied with variable angle - locking compression plate (va-lcp) plate and two (2) locking screws and one (1) cortex screw due to a radioulnar bone distal end fracture. There were three (3) screws used along with the plate, however, it couldn't be identified which one was the affected screw. On (B)(6) 2019, a splint was applied to the affected site to support fixation. All the broken pieces of the unknown broken screw remained in the patient's body. It was unknown if there was an adverse event to the patient reported. Patient outcome was unknown. Concomitant device reported: va-lcp plate (part# 04.111.530s, lot# 1l93979, quantity 1); unknown screw (part # unknown, lot # unknown, quantity # 2). This report is for one (1) screw. This is report 1 of 1 for (B)(4). This (B)(4) captures the postoperative event which involved an unknown second most proximal screw has been broken at its head via x-ray on (B)(6) 2019 while (B)(4) captures the breakage of the most proximal screw which was discovered via x-ray on (B)(6) 2019.